Manufacturer narrative:
Evaluation summary: it was caused due to excess force on the nozzle. We received the defect and conducted the following investigation and repair. Observations: bending rubber discolored, side body cover malfunction, jet socket missing, bending rubber cracked, bending rubber cracked, air/water nozzle missing. Repair. Replaced the bending rubber,side body cover, jet socket, air/water nozzle. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred during reprocessing. There was no report of patient harm. "Air/water nozzle missing. - water jet channel missing metal piece came off. The issue occurred when disconnecting the scope from the block in the medivators. A radial jaw was used during the procedure. No medical intervention was needed (the issue occurred after the procedure)". Not known for the exact date, we just know the year the complaint was sent in to manufacturer.